Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-dependent patient was in the ICU post implant due to unrelated issue. The heart rate was noted to be low and intrinsic. Upon interrogation the right ventricular lead exhibited loss of capture, drop in sensing, low impedance. Upon chest x-ray it was noted that there was no slack on atrial and right ventricular lead. The patient presented in cvor on (B)(6) 2018 for emergency pericardial window due to pericardial effusion. It was not known if the lead caused the perforation of the rv apex. Right ventricular lead was repositioned. More slack was put on the atrial and right ventricular leads. The patient was unstable before and during the procedure. A balloon pump was placed peri- operatively. The patient was stable post procedure.